Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a fast stop activated error message. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.